Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was transported to the emergency room via an ambulance. Subsequently, the customer was admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level of approximately 500 mg/dl, vomiting, and high ketone levels. The customer was treated with "unspecified medication for vomiting", intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.